Manufacturer narrative:
(B)(4).

Event description:
The patient was hospitalized following atp and shock therapy for real ventricular tachycardia and ventricular fibrillation episodes. Upon interrogation, undersensing was detected due to a low r wave. The device will be reprogrammed and the patient was discharged in stable condition.